Event description:
It was reported that after the trial procedure, the patients pain worsened and said that the patient was no longer able to walk and developed drop foot. The physician believed it was not device related and there was no significant issues noted during the trial or lead pull. The trial leads were removed and the patient currently reported significant pain and difficulty walking. The removed leads will not be returned.

Manufacturer narrative:
Dr (B)(6) 2022: exact date unknown, event occurred 1 to 2 days after the lead pull. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Dr (B)(6) 2022: exact date unknown, event occurred 1 to 2 days after the lead pull. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that after the trial procedure, the patients pain worsened and said that the patient was no longer able to walk and developed drop foot. The physician believed it was not device related and there was no significant issues noted during the trial or lead pull. The trial leads were removed and the patient currently reported significant pain and difficulty walking. The removed leads will not be returned.